Event description:
A report was received that the remote control could not connect to patients ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn:(B)(4)). Device evaluation indicated that the complaint was confirmed. The device would not be linked even its battery was fully charged. The antenna coil became dislodged from the lcp frame, and one of the coil ends was fractured at the solder site. The two components have been assembled using rtv adhesive, which is applied at the board vendor. Excessive stress and/or fatigue on the wire where it is soldered to the pin are the result of movement between the coil and the frame.

Event description:
A report was received that the remote control could not connect to patients ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.